Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial oversensing was observed via a merlin.net transmission. The lead remained implanted and monitoring would continue.

Event description:
New information indicated that high capture thresholds were also noted. Auto capture was programmed off and the issue was resolved. The patients condition was stable.